Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that over the last six months, this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements, measuring from approximately 80 ohms to 110 ohms range. The right ventricular pace impedance was stable throughout the year ranging from 350-450 ohms. Technical services reviewed the available data and confirmed that there was no noise or artifact on the egm channels. The presenting egm were clean and free of artifact. Technical services recommended to increase the high voltage shock impedance out of range alert. This device remains in service and there were no adverse patient effects reported. Additional information was provided on 19jan2021, it was reported that this ICD recorded an alert for shock impedance high out of range. Boston scientific technical services reviewed the available data and confirmed the rising shock impedance measurements and the pacing impedances had been gradually increasing as well. Boston scientific technical services recommended lead evaluation during the next in-clinic follow up and increasing the shock measurement limit. Additionally, the patient was followed up in clinic and the shock impedance threshold was reprogrammed. No additional adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that over the last six months, this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements, measuring from approximately 80 ohms to 110 ohms range. The right ventricular pace impedance was stable throughout the year ranging from 350-450 ohms. Technical services reviewed the available data and confirmed that there was no noise or artifact on the egm channels. The presenting egm were clean and free of artifact. Technical services recommended to increase the high voltage shock impedance out of range alert. This device remains in service and there were no adverse patient effects reported. Additional information was provided on 19jan2021, it was reported that this ICD recorded an alert for shock impedance high out of range. Boston scientific technical services reviewed the available data and confirmed the rising shock impedance measurements and the pacing impedances had been gradually increasing as well. Boston scientific technical services recommended lead evaluation during the next in-clinic follow up and increasing the shock measurement limit. No additional adverse patient effects were reported. This ICD remains in service.